Event description:
It was reported that following weight loss, patient experienced an uncomfortable pinching sensation at ipg site due to ipg migration. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned and secured in ipg pocket to address this issue. Therapy was restored.

Manufacturer narrative:
Section b3: date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.